Event description:
A malfunction alarm, identified as malfunction code 12, was reported by the customer, but no notable events occurred prior to this incident. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and assistance was given during the reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, and this advice was understood and acknowledged by the customer.